Manufacturer narrative:
(B)(4). Patient presented to ER on (B)(6) 2004 in "severe distress" - complaining of shortness of breath and chest pain with infusion of vancomycin. Patient suffered cardiac arrest within 30 minutes of admission and later expired. Autopsy found tip of catheter perforated the anterior wall of right ventricle resulting in cardiac tamponade.

Event description:
It was reported that patient was admitted on (B)(6) 2004 with neutropenic sepsis. On (B)(6) 2004, the PICC was inserted into right median cubital vein to 50cm mark. It was pulled back 3 cm after insertion per instruction from radiologist who read chest x-ray as placement of line was identified in the "right atrium rather than the subclavian". The final inserted length was reported as 47cm. Patient was reported tolerating IV fluids through line from (B)(6) 2004 through (B)(6) 2004 and was discharged home with home health care in place to continue antibiotic therapy.